Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged shortly after its implant as confirmed via x-ray. A revision procedure was performed wherein the physician attempted to reposition the ra lead, but failed due to the helix could not be re-extended. The lead was explanted and the patient was treated with intravenous antibiotics to resolve the issue. A new lead was implanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend and retract the helix caused the inner conductor coil to break. It is important to note that lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension and retraction at the time the lead was explanted. Testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observation of dislodgement.